Event description:
This 39-yr-old female underwent bilateral mastectomies and breast reconstruction with double lumen silicone gel implants in 1987 at another facility. Therefore, the MFR of the implants is unknown to this reporting facility. The pt recently felt a sharp pain in her right breast and then noticed a sudden change in the shape of the implant as well as a burning sensation. She now wishes replacement of the implants. Gross exam: both implants are ruptured in the form of an intracapsular rupture.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.